Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Due to the accidental damage, the getinge field service engineer (fse) replaced the helium regulator. The fse then performed high and low helium pressure calibrations and the unit passed the fill manifold test. The iabp unit was returned to the customer and released for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site; his contact information is as follows: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) observed that during calibration, the helium regulator was slightly out of specification; the pressure was at the limit. The fse reportedly could not get the pressure to come down and broke the fill manifold screw in the process of adjusting it. There was no patient involvement, and no adverse event was reported.